Event description:
The user experienced a slight head bang on (B)(6) 2023 and then experienced a change in hearing perception and non acoustic sensation with the device. The clinic requested device assessment and further technical checks will take place on (B)(6) 2024.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user experienced a slight head bang on (B)(6) 2023 and then experienced a change in hearing perception and non acoustic sensation with the device. At a fitting session on (B)(6) 2024 the user has been getting on well with the reprogrammed device, he is happy with the sound quality and is not experiencing non acoustic sensation on the new setting. Good functional outcomes. There are no further concerns from the clinic.

Manufacturer narrative:
Additional information: based on the received information from the field, the recipient was experiencing temporarily non auditory sensation, which are known undesired side effects for ci recipients. Reportedly, with a new fitting the issues were resolved and the device remains implanted and in use.